Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's physician reported customer was hospitalized due to high blood glucose. Customer's blood glucose was 650 mg/dl. Customer was treated with insulin drip while in the hospital. The physician stated when they attempted to put the customer back on the insulin pump the blood glucose goes high. Provided assistance with tubing and priming. There was no steady insulin coming thru when priming. Advised the healthcare provider the device will need to be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.